Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia with blood glucose values over 350 mg/dl despite an infusion set change, and the caregiver elected to disconnect the ilet and use backup therapy; the cause of the event was not determined and no device alerts or alarms were reported. Symptoms included elevated blood glucose. Outcomes included caregiver intervention with a switch to backup therapy and a request for clinical follow-up. Investigation included complaint handling and user troubleshooting education. Investigation of this case revealed that the event was user-reported with no confirmed device malfunction and no contributory device behavior identified. It was concluded that the event was consistent with hyperglycemia of unclear cause with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.